Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that the act and esc buttons did not function. He stated that he had reset the insulin pump and changed the battery, but this did not resolve the issue. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the keypad issue other than normal wear and tear. He noted that he had been hospitalized the week prior due to an unrelated cause, and while he was in the hospital, he noticed the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.